Event description:
It was reported that during a stenting treatment procedure, the express biliary stent dislodged from the balloon during advancement. The lesion being treated was a heavily calcified, 95% stenotic lesion in the renal artery. It is noted that there was a very sharp superior mesenteric artery (sma) angle. The physician used a 6f introducer sheath for vascular access. Strong resistance was met with insertion of the device, and multiple attempts were made to advance the device across the lesion. The stent became stuck in the ostial portion of the sma and dislodged from the balloon. A snare was used but was unsuccessful in retrieving the stent. A cut-down was required to remove the stent from the patient. The procedure was not completed, and the pt is reportedly doing `well'.